Event description:
I have had two motif luna breast pumps since my son was born in june. The first breast pump stopped working in july. The second breast pump stopped working on september 9. Both times the pump has stopped suctioning. The company responds and replaces the breast pump; however, the product is faulty and breastfeeding mothers depend on it to work. Moreover, our children rely on the pump to eat. The company should ensure that the pumps will work long term before being allowed to sell them to consumers. Reference report: mw5145595.